Event description:
It was reported that the epg (external pulse generator) and cable were defective because the patient had been lying on it. The epg and cable were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the ventricular output connector, battery drawer, and attachment ring broken. One bail cover was cracked, one bail and cover were missing, and the lens was cracked. Testing found no functional anomalies. (B)(4).